Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not power back on after a battery change. Blood glucose level at the time of the incident was 53 mg/dl, which was treated with food. During troubleshooting, it was confirmed that the battery carrier was damaged. The customer was advised that a replacement battery carrier would be looked into for him. The insulin pump was not replaced or returned for analysis.